Event description:
A malfunction was reported on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl and was thus within a normal range. Technical support helped the customer reset the pump, and it was confirmed that the malfunction code did not recur. The customer continued to use the pump for insulin therapy.